Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right total hip arthroplasty with long femoral neck and possible erosive change versus subchondral cystic formation along the superior and lateral acetabular. A definitive root cause cannot be determined for the pain and leg lengthening. No problem was found with the devices in relation to the neuropathy after review by a hcp. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Event description:
It was reported that the patient underwent a revision procedure 7 months post implantation due to pain, neuropathy and leg lengthening. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 163672, item name 32mm mod head cocr +9mm neck, lot # 372090. G2: foreign: australia. Multiple MDR reports were filed for this event, please see associated reports 0001825034-2023-02917. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.